Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately high compared to other devices (freestyle and two onetouch branded meters at her doctor¿s office). The complaint was classified based on information obtained from the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged issue began around (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿245 mg/dl¿ with the subject device and ¿189 mg/dl¿ one of the other onetouch branded devices, performed within 30 minutes of each other. The patient also claimed obtaining blood glucose readings of ¿153 mg/dl¿ with the subject meter and ¿109 mg/dl¿ on the freestyle device, performed within 30 minutes of each other. The patient was unable to recall the results obtained when comparing the subject device to the third unknown onetouch branded meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with oral medication (metformin, dose not reported), diet and exercise and she advised during the call that in response to the alleged inaccurate readings obtained on the subject device, she has been altering her medication and changing her food and/or drink consumption. The patient reported that approximately 2 hours after obtaining allegedly inaccurate readings with the subject device, she developed symptoms of ¿fainting and passing out¿.the patient reported that approximately 30 minutes after developing symptoms, she visited her doctor¿s office where a certified medical assistant (cma) treated her with two glucose tablets. The patient reported that her blood glucose was tested using the clinic device on (B)(6) 2017; however, she was unable to recall the result obtained. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device and that an approved sample site was used to obtain the results. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and required medical treatment after the alleged issue began.